Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and went to the hospital. Upon interrogation, low impedance, a high capture threshold, and low sensing values were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed damage to the lead caused by clavicular crush. The lead was capped and replaced, and the patient was stable following the procedure.